Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when the insulin pump battery is replaced, the basal history is deleted. Customer's blood glucose was unknown at the time of incident. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was programmed with a basal rate and monitored; the basal was delivered and recorded properly in basal review screen. No memory anomaly was noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.